Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon. The balloon pinhole confirms the reported event of balloon leak. This problem is likely due to factors or conditions related to the procedure during the use of the device, such as the technique used by the physician, and/or the interaction between the balloon and the scope that could have possibly affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. After several attempts to inflate the device, it was found that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.